Event description:
At the one week follow-up, it was noted that the patient had received inappropriate therapies from what appeared to be oversensing of signals that were not intrinsic or cardiac in nature. It was also noted that the lead impedance and sensing r-waves had dropped. The physician attempted to reposition the lead, but was not satisfied with the impedance measurements. There was a concern of a possible insulation nick. As such, the lead was explanted

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event was not confirmed. The electrical characteristics of the lead were found to be normal. Lead impedance was measured and was normal. No damage was found to the lead insulation aside from a suture sleeve cut due to physical damage during the surgical procedure. Further analysis found the helix and the distal coil clogged with body fluid/tissue, preventing it from extending. After deconstructive analysis and cleaning, the helix was found to function normally from the remaining portion of the lead.